Event description:
It was reported that, "this was a bipolar hip case. The pieces on the tip of the stem impactor broke off while impacting stem. Pieces were retrieved and case completed. No delay in surgery."

Manufacturer narrative:
Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review indicated that there were no reported events for the specified lot. When completed, the evaluation summary will be submitted in a supplemental report.